Event description:
Caller reported patient experienced elevated blood glucose level from 28 mmol/l; was admitted to the hospital because she felt sick and was vomiting. Caller stated patient was already experiencing a fever and diarrhea prior to going to the hospital; practitioner suspects dka. Caller stated patient noticed the cannula was bent when it was removed; blood glucose level returned to normal of 11 mmol/l when using the pump and another infusion set. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.